Manufacturer narrative:
The device was not be returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that the event is due to case circumstances. It is likely that the guidewire encountered difficulties with the challenging anatomy and as such was difficult to advance and resulted in a separated tip. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was performed to treat an unspecified lesion. A 190cm ht balance middleweight guide wire was advancing; however, the guide wire could not cross the target lesion. Then the tip of the guide wire was observed to be broken. The guide wire was removed and a new unspecified guide wire was used to successfully complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.